Event description:
Based on the information provided initially, this event was determined to be reportable only after the manufacturer's investigation. It was originally reported that prior to patient contact, the device was faulty and would not fully inflate. No pt complications were encountered and the procedure was completed with another/ same device. Upon manufacturer's investigation, a pinhole leak was located in the balloon at the proximal edge of the distal markerband. The root cause of this pinhole is unk.

Manufacturer narrative:
Device analysis confirmed that a pinhole leak was located in the balloon at the proximal edge of the distal markerband. The hour-glass effect that was stated in the additional information was not present in the balloon during inflation. The root cause of the pinhole leak is unk. All devices are placed in individual validated packaging specifically designed to accomodate the shape of the device in order to protect them during the shipment process. Balloon pinhole leak, unable to confirm the root cause.